Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 384 up to 480mg/dl. The customer's most recent glucose reading was 130s mg/dl, and he was treated with an insulin drip. The customer mentioned that the cannula was bent, and the insulin pump was functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.